Manufacturer narrative:
H3: product analysis found , misaligned radio firmware, a torn fuse decal, missing spare fuses, and an impedance failure due to a defective afe pcba with multiple loose pins:(stim 2 ground). H6: additional information suggest that b17, c20, d16 and g02030 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, nim vital screen indicates patient interface is faulty. There is no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: the applicable codes are fdm b21, fdr c21, fdc d16 and additional code img g02005 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cm01, serial/lot #: unknown, ubd: , UDI#: unknown; h6: the applicable codes are fdm b17, fdr c20, fdc d16 and additional code img g02030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.